Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. Performed system check out with biomed over the phone and could not reproduce failure. Will obtain log files for further analysis. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No further issue reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system was not able to boot up. After rebooting, the system said "initializing please wait." After 2 more reboots they were able to get the system functioning. They reseated umbilical cable attempted 3 reboots no change in status. After they replugged the umbilical cord, system was up and running. There was no patient present when this issue was identified.